Manufacturer narrative:
The device investigation revealed a bifilar wire fatigue fracture at the end of sleeve. This finding is in-line with the reported failure event and supported by the failed quick-check measurement. The cleaning of the radical cavity may have put extra strain on the conductor link and thus have supported the fatigue fracture, but this cannot be directly related to the wire fracture. This is a final report.

Event description:
The user experienced a sudden decrease in performance with the device on (B)(6) 2020. The user has been re-implanted on (B)(6) 2020.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user experienced a sudden decrease in performance with the device on (B)(6) 2020. The user has been re-implanted. There was excessive tissue growth reported in the middle ear.